Event description:
It was reported that the tip of the resection sheath spontaneously detached from the shaft inside the patient's bladder during a urologic procedure under sedation. The component had to be crushed using a surgical puncher to retrieve it, but the entire component had come off. There was no further report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5,d8, h2, h3,h4, h6, h11. The device was not returned to olympus and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.